Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached, some bands were moved from their position and overlapped. Additionally, two bands were found broken/damaged. The suture thread did not have the last knot (distal to the proximal section). The handle had marks indicating that the trip wire was secured. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the suture did not have the last knot (distal to the proximal section). It is most likely that this problem could have contributed to an inaccurate deployment of the bands, making it difficult to deploy the bands. Also, the tension of the suture may not have been correct causing the teeth of the ligator housing and the bands to get bent/damaged. To make sure that the ligator has the 7 knots, it has the process in the manufacturing line which verifies the presence of each one of the knots. Additionally, in the last station before being packaged there is an instruction to verify that all knots are correctly positioned. It is concluded that the production line has the necessary processes and controls to ensure that the thread has all the knots. Hence, this complaint could not have left the production floor. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable cause of the reported problem cannot be established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure performed on (B)(6), 2022. During the procedure, the physician tried to deploy the band across the varices. After the handle was rotated 180 degrees, it was noticed that the band did not deploy, and it overlapped over another band within the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reports as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure performed on (B)(6) 2022. During the procedure, the physician tried to deploy the band across the varices. After the handle was rotated 180 degrees, it was noticed that the band did not deploy, and it overlapped over another band within the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reports as a result of this event.